Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 21-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced double power disconnects due to carelessness when switching power sources. Three pump stops occurred, and higher than expected power was required to restart the pump. Upon log file review it revealed motor starts with atypical parameters.  The vad and controller remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 02:31:45 and (B)(6) 2025 at 01:11:58, in which the motor start parameters were atypical. Review of the event file associated with (B)(6) revealed two (2) controller power up events with an associated pump start events logged on (B)(6) 2025 at 02:31:41 and on (B)(6) 2025 at 01:11:54, indicating losses of power to the controller. Of note, the data log file covering the losses of power was not available for analysis. The controller was without power for twelve (12) seconds and twelve (12) seconds, respectively. Log files also revealed one (1) low flow alarm logged on (B)(6) 2025 at 11:16:02. This is an additional finding unrelated to the reported event. As a result, the reported atypical motor start parameters event and loss of power events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the losses of power correlate to the reported vad stop events. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.